Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they received a no delivery alarm. Customer stated they have already changed the infusion set and reservoir several times. Customer also reported a motor error alarm. Customer's blood glucose was 461 mg/dl. The customer stated the drive support cap appeared to be normal. The customer reported exposing the insulin pump to an x-ray machine. Customer also stated they were able to complete the rewind sequence on their insulin pump. Troubleshooting found the insulin pump did not alarm motor error at the end of the call. Customer declined to return the product for analysis.